Event description:
Subsequent information indicates that this product was explanted, replaced, and returned for normal battery depletion.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) had a monitoring voltage of 2.51 volts. The field representative was wondering how much longer until elective replacement indicator (eri) is declared. Technical services (ts) discussed that it could occur anytime now. This device was listed on the shortened replacement window advisory, originally communicated on (B)(6) 2007. The date that this device declared a battery status of 2.65 volts is unknown, therefore monthly follow-ups were recommended for this patient. No adverse patient effects have been reported.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. This issue is discussed in the q2 2010 product performance report.